Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
It was reported that while trying to place the low-profile abutment, the screw fractured.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). After additional information was received on apr 20, 2023 it was determined that this event no longer meets the criteria of a malfunction that if it were to recur would cause or contributed to a death and / or serious injury. As a result, the prior submission for MFR-0001038806-2023-00019 submitted on jan 3, 2023 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.

Event description:
No further event information is available at the time of this report.